Manufacturer narrative:
The products were not returned for examination. The investigation could not draw any conclusions about the reported patient pain; however, the initial reporting stated lack of patient bony ingrowth was a suspected factor. A search of the complaint database did not show any other reports against the manufacturing lots. The initial reporting indicated the products were not suspected of failing to meet specifications or of contributing to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for painful knee.